Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR.: based on the potential root causes identified a visual and tactile examination identified no issues or damage with the delivery system which could potentially have contributed to the complaint incident. Visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. The device was received with the stent fully mounted onto the delivery system. The investigator deployed the stent with no resistance experienced. The stent cups and holder were undamaged. A visual inspection identified damage to the distal stent wires. This type of damage is consistent with the stent encountering resistance during deployment. No issues were identified during the product analysis.

Event description:
It was reported re-sheathing difficulties occurred. The target lesion lesion was located in the iliac artery. A 18x90/10fr uni plus 75cm wallstent endoprosthesis stent was used for treatment. When the physician deployed the stent they tried to retrieve to change the position. However, re-sheathing difficulties occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported re-sheathing difficulties occurred. The target lesion lesion was located in the iliac artery. A 18x90/10fr uni plus 75cm wallstent endoprosthesis stent was used for treatment. When the physician deployed the stent they tried to retrieve to change the position. However, re-sheathing difficulties occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.